Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application screen display froze on (B)(6) 2016. Patient was advised on how to stop and reinstall the g5 application as well as reboot the phone. Patient was also advised that if the issue persisted to reinstall the g5 application. No injury or medical intervention was reported.